Manufacturer narrative:
The complaint sample was returned for evaluation and the reported event was confirmed. The bearings of the broach handle have broken. The cause of the malfunction may have been attributed to heavy use or excessive force exerted during impactions which lead to the break. A manufacturing review was completed and there were no discrepancies found. No further investigation is required. Complaint information provided by (B)(4). Foreign country reporting source: (B)(6).

Event description:
It was reported during an unknown patient procedure that the weld broke. No adverse events were reported as a result of the malfunction.